Event description:
Related manufacturer report number: 2017865-2022-15442, related manufacturer report number: 2017865-2022-15443, related manufacturer report number: 2017865-2022-15445. It was reported that the patient presented with redness, swelling, and ulceration at the device pocket. The skin was eroded, and the pocket was infected. The implantable cardioverter defibrillator, right atrial, right ventricular, and left ventricular leads were explanted. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of the infection and erosion could not be traced to the device.